Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test. No excessive no delivery, occlusion alarm noted. However, pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No unlocked keypad connector the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that, the insulin pump had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.